Event description:
The customer stated clenz leak onto the counter while performing the clean cycle. No system error messages generated. The customer was wearing gown, gloves, goggles. No one got splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No patient results or treatment was affected.

Manufacturer narrative:
The field service engineer (fse) found clenz leak in front of instrument and the tubing from the bsv (blood sampling valve) to the blood detector disconnected and replaced the same to repair the instrument. No erroneous results were generated in connection to the reported event. Upon recur during sample processing, the failure mode identified will likely cause erroneous results for all parameters due to incomplete aspiration. (B)(4).